Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 11april 2023. Section h3: device evaluated by manufacturer? Yes. Device evaluation: no suspect lens was received. Visual inspection of the suspect handpiece found a bent plunger rod. No additional handpiece, cartridge, and plunger rod defects or assembly issues were observed before and after disassembling the handpiece for evaluation. The complaint issues unfolding issue and haptic stuck to optic were not identified during the product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: not applicable, lens remains implanted. Telephone number: (B)(6) . Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) unfolded extremely slowly. The haptics needed some help to release from the optic. We learned through follow up that a second instrument was needed to release the haptics. The lens remains implanted. The procedure was successfully completed with no significant delays. The patient is reported as doing okay. No further information available at this time.